Event description:
A cartridge change error was reported affecting the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support guided the caller to inspect and clean the pump, specifically removing an o-ring from the pneumatic tap area, ensuring the cartridge was properly attached, and completing the load process successfully. The caller was able to resume insulin administration.